Manufacturer narrative:
The device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. At this point is not possible to determine the origin of the yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel prostheses on (B)(6) 2018; catalog # 3505375bc, s/ns (B)(4) (l) and (B)(4) (r).